Event description:
It was reported that the hand piece failed during the procedure. The hand piece had the 4-40 stud broken while attaching the instrument. The staff was able to complete the case with another hand piece. No pt consequence.